Manufacturer narrative:
The field service engineer (fse) observed the aspiration rate of aspirate probe #1 was very slow. The fse replaced the aspirate probe tubing and verified the mixer speed and ultrasonics. The fse performed a successful system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the aspirate probe #1 tubing.

Event description:
The customer reported failed troponin I (access accutni+3) quality control and calibrations involving the access 2 immunoassay system. The customer retested all patient samples back to the last acceptable quality control (qc) and noted five elevated, non-reproducible troponin I patient results. The initial elevated results were released out of the laboratory. The customer was unaware of any impact to patient care. There was no report of patient consequence or change in patient treatment associated with this event. The patients' samples were reanalyzed, on an alternate access 2 system, and lower results, within the normal reference range, were obtained - corrected reports were issued. The customer completed system checks and noted both system checks failed. Beckman coulter customer technical specialist (cts) also advised the customer to replace the aspirate probes and retest system check. The customer replaced the aspirate probes but system check continued to fail the washed, washed %cv (coefficient of variation), and wash efficiency portions. The customer indicated the patients' samples were refrigerated up to eight hours prior to reanalysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.